Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1g, every 3rd day) and amikacin injection (125mg, every day) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, hourly, intraperitoneal, discontinued) and amikacin injection (125mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.